Manufacturer narrative:
Device evaluated by manufacturer: it was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Broken drive shaft and ic windup were found within the telescope section of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that automatic pullback failure occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to visualize the specified target lesion. During percutaneous coronary intervention (pci) to treat acute myocardial infarction (ami), proper image appeared but pullback could not be performed. The physician attempted to reconnect but did not resolve the issue. While attempting several times, lost image occurred. The procedure was completed with another opticross¿. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2016-11899 and 2134265-2016-11900. It was reported that automatic pullback failure occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to visualize the specified target lesion. During percutaneous coronary intervention (pci) to treat acute myocardial infarction (ami), proper image appeared but pullback could not be performed. The physician attempted to reconnect but did not resolve the issue. While attempting several times, lost image occurred. The procedure was completed with another opticross¿. No patient complications were reported and the patient's status is good.